Event description:
The manufacturer received info alleging a ventilator would not power on or charge its batteries and the keypad was not functioning. There was no harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.